Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage had occurred. A percutaneous coronary intervention was being performed via radial access. The target was in the left anterior descending artery (lad). The physician encountered resistance when introducing the 38 x 2.5 promus premier drug-eluting stent into the guide catheter. When the stent was not able to advance smoothly, the physician withdrew the stent. Upon removal, it was noticed a problem with a strut in the middle of the stent. The procedure was completed with a different device without further issue or patient injury.

Event description:
It was reported that stent damage had occurred. A percutaneous coronary intervention was being performed via radial access. The target was in the left anterior descending artery (lad). The physician encountered resistance when introducing the 38 x 2.5 promus premier drug-eluting stent into the guide catheter. When the stent was not able to advance smoothly, the physician withdrew the stent. Upon removal, it was noticed a problem with a strut in the middle of the stent. The procedure was completed with a different device without further issue or patient injury.

Manufacturer narrative:
Device returned to manufacturer: an examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid stent region were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent od (outer diameter) was measured using snap gauge and the result was 0.0400, which is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device could not be loaded on a 0.014 test guidewire due to the extent of the tip damage. No other issues were identified during the product analysis.